Manufacturer narrative:
Livanova (B)(4) manufactures the s3 console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported failure. The device was tested extensively but no failures were identified. During the investigation, the service representative confirmed that no bubble sensor was used by the customer. Use of a bubble sensor and module is highly recommended in the instructions for use (IFU). As the device was found to be working within specification, it was returned into service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s3 roller pump module sorin s3 console. The incident occurred in (B)(6). This medwatch report is filled on behalf of sorin group (B)(4). Sorin group received a report that a patient was injured during the operation involving the sorin s3 roller pump module console. The hospital personnel have declined to provide any other information of the patient's outcome. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that a patient was injured during the operation involving the sorin s3 roller pump module console. The hospital personnel have declined to provide any other information of the patient's outcome.